Event description:
The customer called horiba medical tech support representative and reported that the abx pentra 400 chemistry analyzer displayed compressor overload message and the customer could not restart the analyzer. Fsr was dispatched to examine the analyzer and upon investigation found burn marks on the power entry module cable connected to the compressor that was connected to the p400 analyzer. Fsr performed service on the compressor, replaced the burned power module cable, performed preventive maintenance service on the analyzer and confirmed the system was functioning correctly after the parts replacement and service. The burned parts were discarded at the customer site and were not available for analysis. There were no reports of any impact to patient management due to this issue. There were no injuries or damage to the surrounding lab environment. The analyzer conforms to the ul standards.